Event description:
It was reported bd microfine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: "the patient reported that the drug solution hadn't come out."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd microfine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: "the patient reported that the drug solution hadn't come out."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-21 h6: investigation summary four open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all four samples. Due to the condition the samples were received no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10